Event description:
It was stated that during a massive hemorrhage case, multiple sets of 4-channel reciptrol units were prepared and deployed. Blood leakage was detected at the canister port of one unit, with blood accumulated inside the external shut-off valve. Inspection of the liner revealed pinhole-like perforation marks. There was patient involvement, with no patient harm or adverse event reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.